Event description:
It was reported that the pt had an explant generator due to end-of-service. Product was returned to manufacturer for product analysis. Analysis was completed on the generator and the allegation, end-of-service condition was confirmed. An open can measurement of the battery voltage verified that the battery was depleted. Analysis found that the c6 component had leaky current. After c6 was substituted, the device met the specifications. The c6 component could potentially be a contributing factor to the depleted battery. No other obvious anomaly was found.